Event description:
It was reported that the patient experienced pain in the abdomen and lower back. It was also noted that the patient had difficulty walking. The patient was hospitalized. The patient has been discharged and was doing well.